Event description:
It was reported that at a follow-up appointment, this implantable device was unable to be interrogated. It was hypothesized that the device battery was exhibiting premature depletion. It was recommended to hospitalize the patient pending an explant procedure, but the patient elected leave and consider whether they wanted to undergo the procedure. At this time, the device remains implanted and in-service. No adverse patient effects were reported.